Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of transmission revealed intermittent oversensing of possible myopotential. Patient was called clinic for further testing. Only one beat of oversensing was reproducible in-clinic. Programming changes were made. Patient had no complaints during and after the device reprogramming.